Manufacturer narrative:
Additional information: h6. The complaint was not confirmed. No related problem found. One unpacked abs-10060 angel prp system centrifuge serial (B)(6) was received for evaluation. Visual evaluation noted scratches and damage all around the device housing. It was noted that the power inlet on the console was loose and that the power cord came disconnected very easily with jostling. The device was assembled with a new blood processing set and was tested and evaluated under normal conditions to see if the reported issue(s) could be reproduced. Sixty ml of human whole blood (13% acd-a) were processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 26 ml platelet-poor plasma (ppp), 31 ml rbc, and 4 ml prp. The prp volume within the syringe was recorded as 3.0 ml. No error messages were reported during processing. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xe-5000 hematology analyzer (table 1). The prp produced had expected cellular concentrations. The reported incidence could not be repeated, however, the evaluator noted that the power inlet on the console was loose and that the power cord came disconnected very easily with jostling. No related problem found. However, a user error is the most likely cause(s) for the reported failure.

Event description:
On 10/25/2023, it was reported by a sales representative via (B)(4) that an abs-10060 angel machine was producing an "insufficient fill" alarm when it was as well as directional accurate and it is not. This occurred during a case with no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.